Event description:
It was reported that 103 bd luer-lok¿ syringes had black foreign matter in them, while 25 syringes had white foreign matter in them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "black dots: 103 pieces white dots: 25 pieces"

Manufacturer narrative:
Investigation summary: it was reported the syringes had foreign matter issues. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows syringes with black specks that appears to be embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301033, lot number 2075968. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escape of the embedded degraded resin defects, the frequency of inspections were increased. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.